Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the leg between 1 and 4 hours. On (B)(6) 2026, patient received high blood glucose (bg) notifications while the pod indicated insulin delivery. Despite reported insulin delivery, the patient's bg levels remained elevated up to 580 mg/dl. The patient sought medical attention at a cardiac rehabilitation visit and was referred to the emergency room (ER) the same day. In the ER, the patient was referred to an endocrinologist. The endocrinologist replaced the pod, after which the patient¿s blood glucose levels returned to range within approximately one hour. The patient reported no symptoms associated with the hyperglycemia. The diagnosis was hyperglycemia. The pod was discarded at the healthcare facility.